Event description:
The pt reported she is unable to charge her scs ipg and is receiving an comm error 2501 message from her pt programmer. The pt also reported she has lost stimulation. Surgical intervention will be taken at later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.